Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the device did not deliver all of programmed medication. The pump settings were the following, continuous infusion rate was 3.5 ml/hour, reservoir volume was 168 ml and given amount was unknown. The pump was not used to prime the extension tubing. There was patient involvement, and no patient harm/adverse event reported.